Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in mosaiq.

Event description:
It was reported that height, weight, and creatinine values that are expired (have a valid age limit set in the tab labeled 'observation definition' item) should not be used in dose calculations and should trigger the vitals\labs window to open when a new order for a dose calculation drug is being created. Based on the available information, there was no report of mistreatment. The defect was found internally.